Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: "check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer tripped and when the customer fell, the luer lock connection disconnected. Reportedly, the tubing was pulled when the customer fell. The customer's blood glucose level was 206 mg/dl. The customer would change the cartridge and infusion set to address the reported issue.